Manufacturer narrative:
H6: investigation summary : one sample received for investigation, upon visual inspection of the syringe, it can be observed the material is transparent and correctly molded. No hits in the barrel can be observed. Damage in the barrel, near to the wings of the syringe can be seen. In this part of the syringe there is a circumference around the barrel caused by the marking machine, when the syringe is positioned to stamp the scale. A device history review was performed for lot 2103099, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the marking process. This process, can leave a light mark in the barrel that can be related with the defect described by customer. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported that bd syringe 50ml ll convenience tray europe was damaged, but still operable. The following information was provided by the initial reporter: "the customer from hospital pharmacy reports: once opening the 50 ml plastipack convenience pack it is noted that the syringes appear battered and with grey scrathes."

Event description:
It was reported that bd syringe 50ml ll convenience tray europe was damaged, but still operable. The following information was provided by the initial reporter: "the customer from hospital pharmacy reports: once opening the 50 ml plastipack convenience pack it is noted that the syringes appear battered and with grey scrathes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.